Event description:
While pt undergoing emergency c-section, metzenbaum scissors broke off with approximately 1/4" of scissor tip lost inside pt's abdomen. X-ray taken. Pt reoperated on 12/7/97 to retrieve tip of scissors.